Manufacturer narrative:
The reported complaint was confirmed. The srt replaced the ssd. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Upon receipt of the device, the service repair technician (srt) reported that the solid state drive (ssd) failed to boot up the central control monitor (ccm). There was no patient involvement.